Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inserting the structural balloon into the abdominal cavity in a laparoscopic right inguinal hernia repair, they tried to inflate it, but it did not. There was a clear plastic slip that came off the balloon after they extracted it out of the patient. The balloon was removed and a new one was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the inflation port was broken. The trocar balloon, lock collar, valve seal and doors appeared intact. The inflation syringe was received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken inflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.